Event description:
It was reported an angio-seal sts was used to seal the arteriotomy site post percutaneous procedure, the pt was referred for cardiac surgery, however the pt developed deep vein thrombosis (dvt) and was put on heparin, dose unknown. Reportedly, ten days later collagen came above the skin level. A vascular surgeon was consulted and an ultrasound of the pt's groin will be done. A clean sterile dressing was applied to the cleaned site.